Event description:
According to the reporter, analysis identified abdominal and thoracic surgical procedures in which the manual and powered handle were used. Through text-based searches of hospital chargemaster and charge files, a total of 130 abdominal procedures and 80 thoracic procedures were identified. Reported complications included bleeding in 2 abdominal cases (1.54%) and 1 thoracic case (1.25%), no wound infections or abdominal/pelvic abscesses were identified, and no small bowel obstruction events were reported.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # unknown) sigphandle, sig power sigphandle handle, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.